Event description:
Info was received that reported a patient was hospitalized in 2007,due to hyperglycemia. The reporter states that on the morning of the same day, the patient's blood glucose was 140. Around 6:00 pm she started to feel poorly and her blood glucose was over 500, they changed out site/tubing but the situation did not improve and they brought her to the ER at 6:30. Upon admission, her blood glucose was 679 and she was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Add'l mfg narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.